Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device's touchscreen has malfunctioned. It was reported there was no patient involvement at the time the issue was discovered.